Manufacturer narrative:
Block e1 (address 1) and h10 have been updated with the additional information received on january 04, 2021. Block h6: problem code 4003 captures the reportable event of stent migration. Patient code 3191 is being used to capture the removal of the migrated stent and the placement of the second wallflex biliary stent. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 11, 2020 that a wallflex biliary rx fully covered rmv stent was implanted in the common bile duct to treat metastatic pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. According to the complainant, on (B)(6) 2020, during a routine follow up, an abdominal computed tomography (CT) scan with contrast was performed to evaluate the patient's response to chemotherapy and it was noted that the stent migrated in the second portion of the duodenum. Reportedly, a malignant appearing stricture at the distal cbd was also noted. The migrated stent was removed using a rat tooth forceps and another wallflex biliary stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary rx fully covered rmv stent was implanted in the common bile duct to treat metastatic pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. According to the complainant, on (B)(6) 2020, during a routine follow up, an abdominal computed tomography (CT) scan with contrast was performed to evaluate the patient's response to chemotherapy and it was noted that the stent migrated in the second portion of the duodenum. Reportedly, a malignant appearing stricture at the distal cbd was also noted. The migrated stent was removed using a rat tooth forceps and another wallflex biliary stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.